Event description:
It was reported that the patient experienced unspecified issue with the inflatable penile prosthesis (ipp). The ipp was removed and replaced with a new one. The product was explanted but not expected to be returned. Should additional information be received or the product be returned, a supplemental report will be filed upon completion of product analysis.